Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was in the 400's mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.